Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the medication was not loading into patient orders. Nitroglycerin 400 mcg 1 ml 250 ml total volume had been added to both the pharmacy and facility formularies, but when the user attempted to add it to a patient order for simulations, it did not populate as an order to select. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device of this incident, it was determined that the medication did not load into patient orders. A technical support specialist (tss) identified that the medication was in the approval queue and instructed the customer to approve it. The tss also shared the pyxis enterprise server guide with the user for reference on pharmacy and facility formulary items, as well as the facility item approval queue process. The customer then requested case closure. The system functioned as intended after the technical support specialist troubleshot the device.